Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application would crash, when the user attempted to change device pacing mode. It was noted that this behavior was reproduced by the user several times. The issue was escalated for further investigation. The programmer remains in use. There was no patient involvement.